Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05sep2019. The manufacturer¿s field service engineer (fse) confirmed the reported led indicator faulty issue. The manufacturer¿s field service engineer (fse) replaced the power switch overlay to address the reported problem. Then the phenomenon was improved after the replacement.

Event description:
The customer reported (led) light emitting diode was faulty. There was no patient involvement.